Event description:
It was reported that during an attempt to treat a lesion located in an svg, the catheter was advanced over a guide wire when resistance was observed. The catheter was removed from the guide wire to find that the soft tip had detached. The detached soft tip was removed from the guide wire and the case proceeded with another device without incident.